Manufacturer narrative:
The pump passed the displacement, self test, off no power, rewind and unexpected restart error tests. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform the occlusion, prime or excessive no delivery tests due to the motor error alarm. The motor was tested outside of the device and it passed. No clock monitor frequency error alarm was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with repeated no reservoir alarms. The alarms were cleared but would return a few hours later. The insulin pump was returned for analysis.